Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience alpine and 2 xience sierra devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that in (B)(6) 2017, the patient presented with ischemic cardiomyoplasty and underwent a coronary stenting procedure for a lesion in the proximal to mid left anterior descending (lad) coronary artery with 80-90% stenosis. A 2.50 x 18 mm xience alpine stent was deployed in the mid lad and a 2.75 x 12 mm xience alpine stent was deployed in the proximal to mid lad without issue. On (B)(6) 2019, the patient underwent further percutaneous coronary transluminal angioplasty (ptca) for unspecified symptoms. In stent re-stenosis of the alpine stents was diagnosed by angiogram. A 3.00 x 28 mm xience sierra stent and a 3.00 x 23 mm xience sierra stent were deployed in the proximal to mid lad to treat the re-stenosis. The patient was reported to be well post procedure and was therefore discharged; however 5 days later the patient developed chest pain and low blood pressure and was re-admitted ((B)(6) 2019). Angiogram confirmed in stent thrombosis and the patient was treated with medication and additional balloon angioplasty. A non-abbott heart pump was used during the procedure. Post procedure the stents were confirmed to be patent and the patient was reported to be stable in hospital. No additional information was provided.